Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a fluid leak. All components were removed and replaced with a new ipp. There were no patient complications reported.